Manufacturer narrative:
The customer reported obtaining a negative result associated with vidas® cmvm. Biomérieux only received one (1) sample for evaluation with an insufficient volume (50ml) to be tested. An investigation was performed on internal vidas cmv igm (ref. 30205) samples with the following results: - three (3) seroconversion samples from chu saint etienne close to patient's samples index at 0.95 (samples ID :(B)(6)), - six (6) sera from internal serum bank close to equivocal zone (samples ID : (B)(6)), a decrease of the index (tv) for seroconversion samples was observed and for some internal samples compared to the target determined by the quality control department but without any interpretation change. A study was conducted at the manufacturing site. All the manufacturing process was studied line by line. The root cause identified an issue with the equipment used in manufacturing site. They observed a decreased efficiency during the fragmentation of the antigen. Currently, all the lots produced by manufacturing department, are followed up using an additional control during six (6) months in order to check the efficiency of the improvement

Event description:
A customer in (B)(6) reported to biomérieux (B)(6) results in association with vidas® cmv igm. On (B)(6) 2017, the customer was calibrating vidas® cmv igm lot 1005824730, when a biorad virotrol quality control was performed. This quality control result was expected to be (B)(6), but was (B)(6) twice with index values at 0.66 and 0.69. The customer then tested a known (B)(6) male patient sample. The sample was expected to be (B)(6), but was (B)(6) when tested with vidas® cmv igm. A biomérieux internal investigation will be initiated.